Manufacturer narrative:
This supplemental report is being submitted to provide additional event related information.

Event description:
The intended procedure was completed with no delays. The user facility confirmed no patient injury associated with the problem.

Manufacturer narrative:
This supplemental report was submitted to provide additional information to MDR#. The original equipment manufacturer (OEM) performed a device history record review and no abnormalities were noted. An investigation was completed by the OEM and determined that there is no manufacturing, material or processing related cause for this failure mode. Loose connection of the scope infers that the locking mechanism of the scope connector socket has failed. It has been confirmed that the scope connector locking mechanism fails if the scope is removed without releasing the lock lever of the scope connector socket from the past case. Therefore, it is assumed that the scope connector locking mechanism failed when the user removed the scope connector without releasing the lock lever of the scope connector socket. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device was received by olympus for evaluation and the user facility report was not confirmed as reported but the results of the device testing found a bent pin inside the scope socket. Additionally, minor cosmetic wear on the top cover. The receptacle board was replaced, and the device passed all functional testing. The device was returned to the user facility. Olympus will continue to monitor complaints for this device.

Event description:
The user facility reported that there is a bad pin in the connector where the scope connects. The reporter stated this occurred during preparation for use so there was no patient involvement. No additional information was provided.